Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer has advised that the customer had cancelled repair service, and that they would be performing their own repairs. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not functioning. It is unknown the exact malfunction of the iabp and the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.